Event description:
It was reported that the patient¿s right ventricular (rv) lead exhibited loss of capture, and premature battery depletion was alleged on the pacemaker (pm). On (B)(6) 2026, the physician explanted the pm, capped the rv lead and replaced them with new ones. The patient¿s condition was stable.